Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover became loose, falling into the cavity twice even after repositioning. The mcs tip cover was torn. The procedure was completed. A fragment fell into the patient, however it was unknown if it was retrieved. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.